Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon distal part ruptured near the shoulder. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good after the procedure.